Event description:
It was reported that a revision surgery was performed due to corrosion between the neck and stem with secondary reaction to metal debris.

Manufacturer narrative:
Device not available for evaluation. Device not returned for evaluation by manufacturer - no product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. During the revision, there was a report of corrosion between the neck and stem with secondary adverse reaction to metal debris and acetabular cap loosening. Please note the subject device notes do not include reference to bhr modular sleeve. No operative reports or radiographic images have been provided to conduct a thorough clinical analysis of the reported device failure. If more information is received, this investigation will be reopened. (B)(4).

Manufacturer narrative:
UDI no: (B)(4). The associated complaint devices were not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.